Manufacturer narrative:
During further investigation (fi), a visual inspection of the touchscreen assembly revealed some residue found near the screen edges, in particular the lower edge. Several scratches and indentations of the touch screen surface were observed near the center of the screen. The indentations were palpable to the touch. The touch screen was installed in an fi test ventilator. The ventilator was started up in diagnostic mode and a successful touchscreen calibration was performed. When moving a finger diagonally across the screen, the raw and pixel coordinates continuously increased or decreased every time without any jumps or reversing counts. The red crosshairs on the diagnostic screen were always near the touch location with the exception of a slight deviation in the top right corner of about 5 mm which was still small enough to allow proper touch location. The ventilator was started up in normal ventilation modes and the touch menus and buttons were pressed in different areas of the touch screen. The touchscreen respond to finger pressure in all screen areas. The ventilator was run for one hour to let it warm up and the test was repeated with the same results. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Inspection of the customer returned touchscreen revealed several scratches and indentations on the screen surface. The touchscreen was installed in an fi test ventilator. The touchscreen calibration was performed and passed. On the touchscreen diagnostic screen the coordinates changed as expected when moving the touch point. All menu items on the user interface were accessible and reactive to the touch. Testing was repeated after an hour of run time with the same results. Despite the observed mechanical damage no functional failure was found.

Event description:
The customer reported an occasional malfunction of the touch screen. There was no patient involvement.